Manufacturer narrative:
Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed.the unit is placed on extended tests with the customer's settings.no root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Reason for return: the customer reported that the ltv ventilator unit was not able to alarm when patient's trach was decannulated, still hooked to end of circuit. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was able to verify the reported problem. All testing performed with a good known test ac adapter and patient circuit connected. Vent passed 60 hours extended testing at customer's settings with no unusual alarms or conditions occurring. Vent failed ts final test at tidal volume & flow. Bench testing revealed transducers were out of specification. Recalibrated transducers and vent passed tidal volume & flow. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.